Event description:
It was reported perforation and pericardial effusion with tamponade occurred resulting in death. A left atrial appendage (laa) closure procedure was being performed. Pre-procedure transesophageal echocardiogram (tee) showed a thrombus-free laa. The trans-septal puncture was safely performed under echo control. The watchman access system (was) was then replaced in the left superior pulmonary vein (lspv) via the "horizontal" wire. Using the pigtail catheter, the laa was viewed with contrast medium. The ostium measured 18 - 21mm width and laa depth of approximately 40mm. It was decided to use a 27mm watchman laa closure device & delivery system (wds). The average la pressure was between 8 and 12 mmhg. The wds was prepared and advanced via the was. The closure device was deployed and ultimately released in the laa. Upon release of the device, the patient developed atrioventricular (av)-block iii with a frequency of about 30-40 beats per minute. The patients blood pressure decreased from 140-160 mmhg systolic to 50-60 mmhg systolic. A temporary stimulation electrode was quickly placed and catecholamines were administered. The tee revealed a pericardial effusion with cardiac tamponade. A perforation occurred, but it was not known where it occurred. A pericardial puncture was performed. Approximately 2 liters of blood were aspirated and about 1.2 liters were reinfused into the patient. The patient had to be resuscitated again and again. The catecholamines were increased. Transfer to cardiac surgery was not possible due to the frequent resuscitation efforts. The patient passed away on the catheter table. The official cause of death is unknown.